Event description:
The customer reported an uncontained fluid leak of approximately ten (10) ml on the left side of the coulter lh 780 hematology analyzer, near the tubing that is connected to the slidemaker. The leak was a mixture consisting of clenz, diluent and blood. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, goggles and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found probe wipe waste tubing that was partially pinched by the drip tray under the blood sampling valve (bsv). The fse replaced and rerouted the tubing to resolve the leak. (B)(4).